Event description:
An (B)(4) mayfield skull clamp was reported to have slipped during a cervical discectomy with fusion c2-l2 procedure. The patient had not been repositioned when the unit slipped. The pressure was originally set at 60 pounds and following the slip the pressure was checked and found to be unchanged. The surgery continued despite the one inch laceration. Upon completion of the surgery the laceration was closed with a suture. Integra adult pins were used during this procedure. No stereotaxy device was used.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiate based upon the reported info.